Event description:
On (B)(6) 2010, patient reported her infusion device gave her an electrical shock on (B)(6) 2010. Verified patient has not received any type of error or alert when this occurred. Patient stated she was not doing anything special when the incident occurred. Patient reported sometimes the issue even happens at night. Patient stated it is something she really notices. Patient reported it is a really strong sensation, not light. Patient stated the issue never occurred before (B)(6) 2010. Patient reported her blood glucose values have been within her target range. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.